Event description:
It was reported the patient experienced ineffective therapy. Diagnostic testing revealed one of the leads migrated. As a result, surgical intervention occurred on (B)(6) 2025 wherein the lead was explanted and replaced. Effective therapy was restored post-operative. It is unknown which lead contributed to the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10572625.

Manufacturer narrative:
Correction section b5: it was reported that the right s2 lead migrated. Correction section d4: additional device information serial number should have been (B)(6). The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.